Manufacturer narrative:
(B)(4). Investigation- no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injuries no evidence to suggest a device failure. No conclusion could be drawn.

Event description:
It is alleged that patient received a gunther tulip filter on (B)(6) 2005 at (B)(6) placed the filter. Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Investigation- no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged "punitive damages." No evidence to suggest a device failure. No conclusion could be drawn.

Event description:
It is alleged that patient received a gunther tulip filter on (B)(6) 2005 at (B)(6). Dr. (B)(6) placed the filter. Patient outcome: it is alleged the patient seeks punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). Investigation- no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injuries. No evidence to suggest a device failure. No conclusion could be drawn. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received a gunther tulip filter on (B)(6) 2005 at (B)(6). Dr. (B)(6) placed the filter. Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 15mar2016: plaintiff allegedly received an implant on (B)(6) 2005 via the femoral vein due to dvt in right leg, 4 pes in lung. Plaintiff is alleging vena cava perforation, fracture, device is unable to be retrieved, embedment in the wall of the vena cava, bruising at implant site, abdominal pain, abnormal heartbeat, shortness of breath. Patient alleges attempted retrieval on (B)(6) 2005.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that patient received a gunther tulip filter on (B)(6) 2005. It is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received february 23, 2017: it is alleged in the pending lawsuit that pt suffers from vena cava perforation, fracture, the inability to retrieve the device, and other: embedment.

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, vc perforation, fracture, unable to retrieved, embedded, abnormal heartbeat, shortness of breath". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No relevant notes on work order for neither device lot #. No other complaints found on lot. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.